Manufacturer narrative:
No consequences or impact to patient; (B)(4). False positive result; (B)(4). Evaluation in process. A followup report will be submitted when the evaluation is complete. (B)(6). Evaluation in process.

Manufacturer narrative:
The abbott technical application specialist (tas) instructed the customer to inspect the r1 sample probe, tubing, and reagent bottles of affected assays. The customer indicated that they performed the recommendations provided by the tas. The customer stated that the wz 2 probe tubing was loose and that they reseated the loose tubing. Subsequent to the complaint currently under evaluation being opened, field service has replaced numerous hardware components and verified instrument performance. Section 10 of the architect system operations manual, contains a list of the probable causes and corrective actions for erratic assay results (isystem). Probable causes listed include tubing connections are loose, tubing is kinked, and bubbles are in tubing. The associated corrective actions are also listed. A review of complaint and trending data did not identify an adverse or non-statistical trend or product issue associated with this issue. Based on the available information, a deficiency in the system was not identified. Based upon the data available, and the results of this evaluation, a single definitive cause of the customer issue was not able to be determined.

Event description:
The account generated a (B)(6) result on a patient sample. The architect i2000sr analyzer generated (B)(6) results for sample ID (B)(6) (miu/ml = 7.1 negative, 20.2 reactive, 8.0 negative, 6.9 negative). No specific patient information was provided. The false reactive architect anti-hbs result was not reported outside of the laboratory. No impact to patient management was reported.